Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 85 events were reported for this quarter. Product return status 21 devices were received. 42 devices were evaluated based on historical data analysis. 22 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 3 devices: degradation problem identified, overheating problem identified / bearings 13 devices: no device problem found / part/component/sub-assembly term not applicable 42 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 2 devices: wear problem, no device problem found / bearings 22 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: degradation problem identified, wear problem, no device problem found / bearings 2 devices: degradation problem identified, wear problem, overheating problem identified / bearings product disposition 41 devices: scrapped by stryker 22 devices: product not received 22 devices: product disposition is not yet determined additional information 85 devices were not labeled for single-use. 85 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 85 events for the failure: overheating of device. - 62 events had problem identified during non-clinical procedure; there was no patient involvement. - 19 events had no health consequences or impact. - 4 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #. Supplemental rationale: corrected data: b5, h6, h11. 85 previously reported events were included in this follow-up record. Product return status: 24 devices were received. 61 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 3 devices: degradation problem identified, overheating problem identified / bearings. 14 devices: no device problem found / part/component/sub-assembly term not applicable. 61 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 2 devices: wear problem, no device problem found / bearings. 2 devices: degradation problem identified, wear problem, no device problem found / bearings. 2 devices: degradation problem identified, wear problem, overheating problem identified / bearings. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 60 devices: scrapped by stryker. 25 devices: product not received.

Event description:
No change.